Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. In particular, it was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/19/2015 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. The complaint that the up arrow, down arrow, and ok keypad buttons¿ were under-responsive was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed that the slot on the top of the battery cap was damaged/stripped and the cap was unable to be tightened to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.